Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.

Event description:
The device was used during a gastroplasty procedure. Reportedly, the staples went through but did not fire properly.